Event description:
The manufacturer was contacted regarding a ds2adv auto CPAP w/humid+ht cell/bt device. The complaint claims that the patient experienced a shock through the mask, which awakened them. The patient did not see or smell smoke. There was no allegation of patient harm or serious injury, and no medical intervention was specified.

Manufacturer narrative:
The manufacturer previously reported information in reference to a ds2adv auto CPAP device. The complaint claims that the patient experienced a shock through the mask, which awakened them. The patient did not see or smell smoke. This notification was opened for review for information received that a patient experienced a shock through the mask. No death. No serious harm or injury was reported. Analysis of past events has not indicated an adverse event has occurred due to the reported allegation or would be likely to recur if the product allegation was to recur. In addition, a review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.